Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape keypad dome. The keypad connector found close properly during our visual inspection. The currents are within specifications and passed self-test. No unexpected a12 or a20 alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected rewind anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rtc/internal clock comparison error, clock monitor frequency error and keypad anomaly. Customer's blood glucose at time of incident was 9.2mmol/l. The customer stated that she saw pump beeping and was reset with time. Customer was assisted to clear alarm but it is coming back. The customer stated the buttons were not working properly. The customer was asked to revert to backup plan and pump will be replaced.